Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that a saline bag back filled during recirculation. The saline bag filled during the 3 minute timed recirculation mode. No alarms were reported during the recirculation. This happened during the setup for the first run of the day. A pt was not connected to the machine at the time of the incident. No pt involvement. The facility tried to duplicate the problem and got a "constant filling program" as soon as he connected the dialysate lines to the dialyzer which caused the temp to drop out and prevent starting the recirculation. Customer agreed to an on-site eval of device by MFR. The technician repaired a leak at the input to air separator and calibrated the loading pressure.